Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced a no delivery alarm. Customer's blood glucose was 6.6 mmol/l. It was reported that insulin did exit but with greater than normal resistance. This happened on several occasion until customer changed reservoir. Customer was advised that no delivery was caused by set occlusion.